Event description:
Note: this report pertains to one of seven complaints that occurred during the same procedure. The seven associated manufacturer report #s are: 3005099803-2009-03853, 3005099803-2009-03852, 3005099803-2009-03855, 3005099803-2009-03854, 3005099803-2009-03857, and 3005099803-2009-03858. It was reported to boston scientific corporation on (B)(6), 2009 that seven extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, the physician used seven balloons to retrieve a stone out of the common bile duct. All of the balloons burst prematurely before removal. No fragments detached or fell into the pt. The procedure was completed with an eighth extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).